Event description:
It was reported the pt had intermittent stimulation. She feels like the "device is turning on and off". Impedance readings were greater than 10,000 ohms with reference to electrode 0. The changes in the intermittent stimulation were attributed to a decrease in tissue around the lead to provide support to it. The manufacturer's representative was able to program around the electrode with the high impedance.